Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5064249) in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer had essure inserted and started having a lot of bad symptoms: depression, lupus like symptoms, dizziness and no energy. Essure went in her uterus and she had to have an emergency hysterectomy. Now she has been diagnosed with ms. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure went in her uterus and she had to have an emergency hysterectomy. At the time of report she had been diagnosed with ms (interpreted as multiple sclerosis). Device expulsion is listed while multiple sclerosis is unlisted in the reference safety information for essure. Considering that there is a risk that essure may move out of the fallopian tube, a causal relationship between the expulsion and essure insert cannot be excluded. In contrast, considering the physiopathology of multiple sclerosis and localized action of essure inserts in the fallopian tubes, it is unlikely that essure could contribute to the onset of this disease. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. No further information can be obtained since no contact details were provided..

Manufacturer narrative:
Quality-safety evaluation of ptc received on 17-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event of expulsion cannot be totally excluded whereas based on available information and nature of the other reported medical events a casual relation is not considered plausible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure went in her uterus and she had to have an emergency hysterectomy. At the time of report she had been diagnosed with ms (interpreted as multiple sclerosis). Device expulsion is listed while multiple sclerosis is unlisted in the reference safety information for essure. Considering that there is a risk that essure may move out of the fallopian tube, a causal relationship between the expulsion and essure insert cannot be excluded. In contrast, considering the physiopathology of multiple sclerosis and localized action of essure inserts in the fallopian tubes, it is unlikely that essure could contribute to the onset of this disease. This case is regarded as incident since device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained since no contact details were provided.